Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic after experiencing nausea due to the vibratory notifier. Post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made and resolved the oversensing. The patient was stable and felt well.